Event description:
Tap - it was reported that 324 days after implantation of a 3.00x32 mm taxus express2 drug eluting stent. An in-stent restenosis occurred. During the initial procedure , the target lesion was located in the procximal right coronary artery (rca). A pre-intervention percent stenosis was not repord however, the vessel was described as "occluded with left to right collaterals." No information was reported on vessel pre-dilation. A 3.00x32 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. No information concerning vessel tortuosity or calcification or pt medications was reported. No information was rpeorted concerning pt complications. The pt presented 324 days after the initial procedure with an 80% in-stent restenosis in the mid rca. A 3.5x16 mm taxus stent was deployed in the restenotic region of the mid rca. A post-intervention stenosis of 0% was reported. No information was preported concerning pt complications.